Event description:
It was reported the camera head cable was defective. There was no reported patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and provide a correction. The device was returned for evaluation and the customer's allegation was confirmed and determined the following cause: due to damage on coupler unit, the coupler came off from the scope; and due to damage on cable unit, water tightness was lost. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure. A probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head cable was defective. There was no reported patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.